Event description:
The reporter stated a aq5010v three piece silicone lens was used. The side of the cartridge split while the lens was being advanced in the injector and scratched the lens. There was no pt contact. Backup lens was implanted. The reporter stated, the injector damaged the cartridge. The injector was discarded by the facility. No lot numbers were provided. They only had one injector which they had for quite some time and used several times. Reporter stated cause of this incident was due to possibly the injector being old.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results - visual inspection of the returned product found the lens optic is torn in two pieces. Pieces of the optic are torn off nd missing. One loop haptic is bent. There was evidence of clear surgical residue on product. The cartridge was not returned for evaluation. Conclusion - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues, including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root cause for lens tears include both delivery system issues and handling errors by the customer. #(B)(4).